Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had under delivery. The blood glucose level was 13.9 mmol/l at the time of incident. The current blood glucose was 15.9 mmol/l,14.4 mmol/l. Customer treated with bolus. Customer was assisted with troubleshooting. Customer state that there were no air bubbles. Insulin pump passed displacement test. Customer was assisted with high pressure test and found that bubbles were in the tubing. Customer alleging the insulin pump because customer was experiencing unexplained high blood glucose. The device will not return for the analysis